Event description:
Pt underwent cataract surgery on 5/1/97, and implantation of a staar model aq-2010v intraocular lens. However, the doctor stated that after lens insertion he noticed that the lens was torn. During manipulation to remove the torn lens he tore the posterior capsule. The lens was removed and a vitrectomy was performed. Another aq2010v iol was implanted.